Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was returned severed at 24.2 cm from the terminal pin. Only the proximal segment of the lead was returned. Resistence and hipot tests were completed to assess the lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits on the segment returned. Laboratory testing was unable to reproduce the clinical observation of increased impedances one day prior to the reported date the patient fell.

Event description:
Boston scientific received information that the patient with this recently implanted pacemaker passed away. There were no allegations against the device or its performance at the time of death. Nine days later, our company sales representative (sr) was notified and informed by the patient's clinic that the patient had fallen and three days later developed a subdural hematoma and subsequently passed away. The sr and physician interrogated the device and the daily measurements showed an increase in the right ventricular lead impedances one day prior to the patient's fall. Then, the weekly average had increased to greater than 2,500 ohms. Our company has no specific information whether the rise in impedances contributed to the patient's fall. The right ventricular lead was returned for analysis.